Event description:
Patient had a successful right cochlear implant placed previously. The device is showing a gradual electronic failure with deteriorating performance. Patient presents for elective explantation and reimplantation in the same ear.